Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the emergency room. The implantable cardioverter defibrillator was found in backup mode. The patient was in stable condition.

Event description:
Additional information received noted the device was restored to normal function and the patient was in stable condition. The patient initially presented in the emergency room due to a vibratory patient notifier. There were no adverse consequences to the patient.